Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: unavailable. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient correspondence: patient reports that his knee is achy, pops, and swells. At this time, there has been no confirmation of depuy product. Thj. On 1/22/16 medical authorization forms sent to the patient. Update rec'd 03/18/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there has been no confirmation the patient had depuy products. If further information is received the complaint may be updated at that time. The complaint was updated on: 03/21/2016. Does not meet the definition of a complaint: information has been reviewed and determined that this electronic complaint record does not meet the definition of a complaint per (B)(4) attachment a in that there has been no confirmation of depuy components being used. Medical records were received and reviewed but did not confirm depuy product. If further information is received, the complaint may be updated at that time. Update rec'd 04/08/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is still no confirmation the patient had depuy products. If further information is received, the complaint may be updated at that time. The complaint was updated on: 05/02/2016. Update rec'd 05/09/2016 - confirmation was received, the patient had depuy components placed on (B)(6) 2013. On (B)(6) 2015 the patient underwent an arthroscopy to address persistent pain and grinding and patellofemoral impingement. At this time the patient's patella and femoral components are being reported. The complaint was updated on: 06/06/2016.